Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to (B)(4) and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). 510k#: device is not distributed in the united states, but is similar to device marketed in the USA. During pre-repair assessment performed by a technician, functional testing was performed and revealed the gear seized and ran roughly, and that seals and gears throughout the handpiece were worn. This was attributed to normal wear. The device was repaired and returned to the customer on 07/23/2013. Placeholder.

Event description:
Customer reported while reaming, surgeon heard a loud grinding noise where the words ''synthes'' are on the trs handpiece. He removed the reaming rod from the cannulated trs handpiece and observed black dust on the rod. The dhs/dcs attachment was being used at the time. This is report 1 of 1 for complaint #(B)(4).